Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was around 400 mg/dl. The customer quit smoking. He was not wearing his insulin pump. The customer needed assistance with priming his insulin pump. The product was not returned. Nothing further to report.